Event description:
The pt underwent an interventional procedure. Due to extensive vascular disease present in the lower vasculature of the pt and after extensive evaluation of the size and condition of the vasculature of the arms, the physician determined to perform the procedure through the brachial artery. The physician is an experienced user of the techstar xl 6 fr. Device on the femoral artery and this was the first time dr attempted to close a brachial artery with this device. The device was deployed and closure achieved with prompt hemostasis. Right radial pulses appeared weakened following the procedure and the pt complained of pain in the arm. In follow-up, progressive symptoms of right upper extremity ischemia occurred and approximately one month following the initial procedure, the pt required surgical intervention with interposition of a small segment of saphenous graft for repair of arterial damage caused by the extended period of ischemia to the artery. Surgery was successful and the pt recovered. Field reports indicate the pt continues to present with symptoms of weakness and numbness in the arm due to collateral damage to a second artery.